Manufacturer narrative:
Initial reporter address is (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as incorrect handling while opening solution bags. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient began treatment with ceftazidime and vancomycin (intraperitoneal, dose and frequency were not reported) for peritonitis. Two days after the event onset, both antibiotic treatments were discontinued and treatment with gentamycin (intraperitoneal, dose and frequency were not reported) was initiated. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.